Manufacturer narrative:
(B)(4). The device has not been returned for investigation at this time. The manufacturer will continue to monitor and trend related events.

Event description:
During a tibia insertion on an unresponsive patient, the driver failed during insertion and did not show a green indication light. There was no patient injury or consequences.

Manufacturer narrative:
(B)(4). The driver was never returned to teleflex for investigation purposes. Probable cause cannot be established. The complaint cannot be confirmed. No corrective/preventative actions assigned. No further action required.

Event description:
During a tibia insertion on an unresponsive patient, the driver failed during insertion and did not show a green indication light. There was no patient injury or consequences.